Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a no external power alarm and the driveline being disconnected were confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 23may2025 ¿ 24may2025 were reviewed. The log files captured the 14v batteries becoming depleted on (B)(6) 2025 at 03:46:42 due to extended use, resulting in the system controller backup battery activating to support the system during the loss of external power. Prior to the batteries becoming depleted, a low voltage advisory alarm first activated on (B)(6) 2025 at 03:36:39, that was then followed by a low voltage hazard alarm on (B)(6) 2025 at 03:46:42 due to the 14v batteries dropping below the low voltage threshold. The 14v batteries were connected to the controller for approximately 17 hours prior to the low voltage advisory alarm activating. The driveline was observed to have been disconnected on (B)(6) 2025 at 03:54:33 and remained disconnected for the remainder of the log file. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that no products would be returned for analysis. The reported event of the no external power alarm was determined to be due to the 14v batteries becoming depleted; however, the root cause of the reported event could not be conclusively determined through this analysis. The root cause of the driveline being disconnected could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU section 7: ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5: ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect, low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2: ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2: ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ heartmate 3 IFU section 3: ¿powering the system¿ and heartmate 3 patient handbook section 3: ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 IFU section 3: ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 IFU section 2: ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm and attempted to perform a system controller exchanged. The patient was later found unconscious by their spouse with both of their system controllers alarming and their driveline disconnected. The spouse called emergency medical services and reconnected the driveline to the patients backup controller. The pump restarted. Once emergency medical services arrived on the seen they performed CPR for 1 minute and patient woke up but was breathing in agonally. The patient was then sedated, intubated, and brought to the emergency department. Upon initial interrogation of the backup system controller, that is now their primary, found that the clock was not set and read " change backup battery". The patient was hemodynamically stable and weaned/extubated. The patient was later able to walk but not able to recall the events leading up to them be at the intensive care unit. The patient was discharged and provided a new backup controller. The backup battery was also replaced in their new primary controller. Log files were unable to be downloaded from the patients old primary system controller due to the files not being able to "share" to the thumb drive. Log files were submitted for review from the patients new primary controller which was their old backup system controller. The event log displayed strings of backup_battery_fault alarms on the controller. The backup battery faults occurred due to (f30) ebb_end_service_life flags. There were no other unusual events seen within the log files. A second set of log files were submitted for evaluation from the original primary system controller. The event log file data indicated that the patient switched from depleted batteries to fully charged batteries on (B)(6) 2025 at 5:25:00 after a low_power_advisory alarm flag was activated. On (B)(6) 2025 at 3:22:12, a low_power_advisory alarm flag was activated followed by a low_power_hazard alarm flag at 3:36:39. At 3:46:42, a no_external_power alarm flag was activated, and the emergency backup battery (ebb) was used to support the system. At 3:53:47, the system recorded a silence_alarm_button_pressed event. The motor speed was maintained until 3:54:33 when a driveline_disconnect event was recorded. There were several silence_alarm_button_pressed events recorded over the next 30 minutes. At 4:25:25, a shutdown_sequence_started event was recorded. Of note, the log file indicated that the patient had not connected to power module/mobile power unit power during this history. This indicated the patient was sleeping on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.